Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor and a circuit breaker. System operates as intended.

Event description:
The customer reported, the system will not power on. No pt injury was reported.